Event description:
It was reported to philips that the system's c-arm was unable to perform lateral movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure got aborted. A philips field service engineer (fse) examined the system onsite and identifed that the flexmove carriage assembly had seized due to a bent rear cover on the control side of the carriage. Further investigation revealed that the flexmove carriage assembly on the non-drive side, at the left of the rail coupler, was cracked, which caused the cover to bend. The issues were resolved after implementing philips corrections. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.